Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A threader balloon catheter was selected to dilate the target lesion. However, the balloon ruptured. A 1.50mm rotalink plus was selected to perform rotational atherectomy but the device failed to cross the lesion. Another rotalink plus was selected and the procedure was completed. No patient complications were reported and the patient's status was good.